Manufacturer narrative:
Initial and final (B)(4)- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion sets adhesive events on (B)(6) 2026. The patient reported infusion set patch did not stick to skin upon insertion the patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.